Manufacturer narrative:
The customer returned the camera head to olympus for the issue of an image problem. The subject device was inspected, and the issue was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was not detected. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on completed investigation.

Event description:
It was reported, the camara head had an image problem. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.